Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.6, laboratory inr: 1.9, time between testing: 10 minutes. Therapeutic range: 2.5 - 3.5. The caller reported that the finger is "milked" after the finger stick. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. Since no strip lot number was provided by the customer, retained strips of lots 365987a and 365985 were used for monitor investigation purposes as they shared the same strip code as the customer's reported result in the monitor memory. Lot number 365985 was depleted midway during the investigation. Therefore, lot number 365987a was utilized for the remainder of the investigation. The customer's complaint was replicated. Although discrepant results were observed, the testing shows that the system is performing within expectations. The returned monitor passed functional and thermistor testing requirements. The returned monitor performed as expected. An improper technique identified in the complaint may have contributed to the unexpected result observed by the customer. The impedance curve for the reported discrepant inratio inr result of 2.6 was unable to be statistically analyzed because it was not present as the last result in the monitor memory. The inratio1 monitor is only able to retain the last impedance curve recorded in the monitor memory. Failure investigation (B)(4) was initiated to further investigate the high rate of failures observed during therapeutic donor testing.

Manufacturer narrative:
Additional manufacturer's narrative: (B)(4). Was opened to investigate the increase in discrepant results during in-house complaint investigations using donor testing. Lots 365985 and 365987a, which share the same strip code as the customer's reported result in the meter memory, were investigated as part of (B)(4). Investigation identified an issue with sample collection that led to increased discrepant results during donor testing. Reevaluation of lots 365985 and 365987a based on this investigation shows the lots to be performing as expected.